Event description:
Medtronic received a report that the phenom 27 microcatheter fractured during use. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left vertebral artery. The max diameter was 3mm, and the neck diameter was 2mm. The landing zone was 3.5mm distal and 4.2mm proximal. The patient's vessel tortuosity was said to be both moderate and minimal. The access vessel was the vertebral artery, which was 4.5mm in diameter. It was noted that the pipeline was being used off-label for posterior circulation. It was reported that phenom 27 was delivered distal the aneurysm using a tri-axial setup and access. The pipeline was delivered distal to the aneurysm neck in the phenom 27. As the device was being delivered, the distal end was unsheathed and the pusher wire was advanced. The end of the microcatheter started moving forward with the delivery. The device was recaptured and delivered once more with the distal end of the catheter moving forward. The whole system was removed from the patient, upon which it was discovered that the distal part of the phenom 27 had a fracture. The pipeline was confirmed to be still inside the catheter and was not deployed in the patient. A new phenom plus, phenom 27 and pipeline were used to successfully implant in the patient. There had been no friction or difficulty during advancement. It was noted there was force applied during delivery or removal. The catheter tip was not entrapped/stuck, there was no vasospasm, and the catheter was not stuck in the guide catheter. No additional medical/surgical intervention was required. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a synchro 2 guidewire, infini sheath, phenom plus guide catheter, and pipeline embolization device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's vessel tortuosity was moderate. No patient injury or issue/ catheter and pipeline were pulled out together.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), 0.0265¿ mandrel as found condition: the phenom-27 micro catheter and pipeline flex w/ shield device were returned for analysis within a shipping box, within a sealed plastic pouch; within an opened pipeline flex w/ shield outer carton; within an opened pipeline flex w/ shield inner pouch and within a resealable plastic biohazard pouch. The pipeline flex w/ shield device was returned within the phenom-27 micro catheter. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 hub. The pipeline flex w/ shield pusher was found extending out of the hub ~52.2cm. The phenom-27 catheter was found separated (broken) at ~12.0cm from the distal end. The tubing material of the phenom-27 catheter separated ends exhibited with stretching/accordioning/kinking and jagged edge. The inner coil wire was found exposed. No damages or irregularities were found with the distal tip and marker band. The pipeline flex w/ shield device was stuck within the micro catheter and retaining the two micro catheter segments. The pipeline flex w/ shield tip coil and dps sleeves became damaged during the extraction of the device from within the micro catheter. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~(B)(4) and the usable length was measured to be ~151.6cm, which is still within specification (specification: total (ref) = (B)(4), usable: 150cm ± 5cm). The inner diameters of both micro catheter ends were measured to be ~0.0265¿ and the inner diameter of the broken ends were measured to be ~0.0260¿, which is within specification (specification: 0.027¿ ± 0.001¿). A 0.0265¿ mandrel was inserted into the two micro catheter segments and became stuck at the stretched/kinked/accordioned sections. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the phenom-27 catheter exhibited with plastic deformation (jagged edges and accordioning/stretching) which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is likely the cause of failure is user advances/retrieves intraluminal device against resistance. Other possible causes of catheter separation/break are patient vessel tortuosity, entrapment in vessel, more than 20cm of the traction was applied, fast catheter retrieval technique or user applies excessive force. Customer reported patient vessel tortuosity was moderate/minimal, no friction/difficulty was found during the advancement, force was applied during delivery/removal, no vasospasm, the catheter was not stuck in the guide catheter, and devices were prepared and flushed per IFU. It is likely the reported force used contributed towards the catheter separation. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.